Event description:
It was reported the programmer boots up, appears to find the device, but does not proceed to the appropriate screen. It will not load device applications, either manually or auto-identify. Instead, it just keeps trying to interrogate. Different programmer rf (radio-frequency) heads were tried, without success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Data drive corruption, which would prevent interrogation, was found.